Manufacturer narrative:
This follow-up MDR is created to document the evaluation and updated returned device information and updated codes. A titan otr, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion are noted on both exhaust tubes of the pump, exhaust tube of cylinder 2 and inlet tube of the reservoir. Testing revealed these to not be sites of leakage. A group of partial striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Based on examination of the returned product, it was concluded that while in-vivo the tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to exhaust tubing of cylinder 2 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a tubing break where the cylinder enters the corpora. It was also noticed that the tubing to the pump had been worn down to the inner portion of the device.